Event description:
The patient was implanted with a left ventricular assist device (lvad). Approximately 3.5 years post-implant, it was reported that the patient was hospitalized due to bronchitis. On (B)(6) 2014 the patient showed clinical signs of low pump flow and septic shock was suspected. An echocardiogram indicated that the left ventricle was dilated and the aortic valve was opened with each beat. The pump speed was increased; however no changes to the left ventricle were seen. The patient's ldh was at 1100 for approximately 2 weeks and the pump power was reported to be normal. On (B)(6) 2014, a decision was made to exchange the pump and it was reported that thrombus was seen in the pump. On (B)(6) 2014 the patient suffered from pneumocytosis. Additional information received indicated that the patient expired on (B)(6) 2014 and the reported cause of death was pneumopathy and a brain stroke.

Manufacturer narrative:
The manufacturer is attempting to acquire the explanted pump for analysis. No further information is available at this time. A supplemental report will be submitted when the manufacturer's investigation is completed.